Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited high pacing impedances out of range on both the right atrial (ra) and right ventricular (rv) channels. A recorded signal artifact monitor (sam) episode due to oversensing artificar related to the minute ventilation (mv) feature signal was observed. Technical services (ts) suspected this to be related to a lead issues. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Additionally, it was also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited high pacing impedances out of range on both the right atrial (ra) and right ventricular (rv) channels. A recorded signal artifact monitor (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal was observed. Technical services (ts) suspected this to be related to a lead issues. This device remains in service. No adverse patient effects were reported. Additional information was obtained. This device recorded a code 1003 which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was obtained. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited high pacing impedances out of range on both the right atrial (ra) and right ventricular (rv) channels. A recorded signal artifact monitor (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal was observed. Technical services (ts) suspected this to be related to a lead issues. This device remains in service. No adverse patient effects were reported. Additional information was obtained. This device recorded a code 1003 which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.